Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user received a restart "38" alert after replacing their infusion site and tubing. The agent guided the user through a restart, dry run, and full supply change using new components, confirming proper insulin delivery. The user¿s blood glucose (bg) started at 363 mg/dl, peaked at 398 mg/dl, and later decreased to 233 mg/dl. The highest blood glucose (bg) recorded was 398 mg/dl. Bg was corrected through a supply change. The user's reported symptoms during the event included tiredness. No medical intervention was reported at the time of call.